Event description:
It is reported that the patient was revised due to loosening of the cup and the stem being in poor position and loose.

Manufacturer narrative:
Evaluation summary: devices were not returned for evaluation. Radiographs and patient information were not provided. The condition of the articular surface is unknown. The implant and explant dates are unknown, but the components have a possible field age over 15 years. The cause for loosening of the femoral component could be due to (but not limited to) cement mantle degradation or osteolysis. The cause of loosening of the acetabular component could be due to (but not limited to) osteolysis. However, the exact causes cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem, based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.